Manufacturer narrative:
(B)(4).

Event description:
During surgery for spinal hardware removal, a catheter segment was cut. A revision kit (B)(4) was used to reconnect the proximal and distal segments; no additional catheter volume was added. The pump contained morphine and bupivicaine. Pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report.